Event description:
It was observed during the device inspection, that the rigid endoscope telescope exhibited a broken eyepiece unit cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by excessive force from an impact or a fall of the optic. Olympus will continue to monitor field performance for this device.